Event description:
It was reported that before the infusion, the cassette was not attached correctly. No patient injury was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. Operator of device is unknown.

Manufacturer narrative:
Device evaluation: a sample was returned to manufacturing for investigation. Visual inspection and functional testing were performed. Visual inspection of the returned device confirmed that the tamper seal was missing upon receipt and the device was in good condition. An error code was found in the ehl (event history log). The customer reported issue was duplicated during the investigation as, during the functional check, it was found that the downstream occlusion sensor was stuck at 134 millivolts in the manufacturing utility mode which caused the reported alarm. Root cause of the reported issue is unknown, but the downstream occlusion sensor was found to be inoperable. Replace the downstream occlusion sensor. A nonconformance report (ncr) was created for the incorrect/no cassette/disposable detected issue. The product is beyond a year from the manufacture date and there was no indication of a manufacturing defect during the investigation, so a device history record DHR review was not performed. Service history review identified this device has not been in for service previously., corrected data: d4: correction: catalog number: 21-2127-0104-01.